Manufacturer narrative:
With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient and procedural factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Gi bleeding is a potential event that may be associated with use of the product. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Respiratory dysfunction is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient was admitted to the hospital from a subacute rehabilitation center with complaints of melena. Upon admission hemoglobin (hgb) and inr levels were decreased. Esophagogastroduodenoscopy (egd) results were within normal limits. The patient was transfused four units of packed red blood cells (prbc's) and coumadin and aspirin were held. The last report received indicated that the patient remains hospitalized. No further information was provided.

Manufacturer narrative:
Additional information received on (11/16/2016) provided additional past medical history and an update to the patient's status. The source of the patient's gi bleeding was determined to be related to ischemic colitis. He was subsequently discharged to a rehabilitation facility. The medical team reported that they did not believe the reported event to be related to the device. No further information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.